Event description:
During a procedure to remove a lump from a pt hand, the pt reported being shocked in the chest area. The pad wa on the thigh. The doctor finished the procedure without using electrosurgery. The biomed tested the sabre 2400 and said it was working according to specifications and released it for use.